Manufacturer narrative:
Complaint reads: it was received without t¿s or suture. ¿it was reported that the surgery was started; the need to implant the product was identified, t1 one was passed, working properly. T2 was passed, which was placed and activated but this was blocked and the handle did not raise, making it difficult, when the second point was passed, after trying several times, the doctor decided to give the point for lost, and he removed the fast fix and the fragments. No patient injury reported¿. The device has been used aggressively. Visual inspection shows that the delivery needle is quite disfigured. It is bent downward and to the right. It is also twisted. The device¿s mechanism no longer cycles and actuates due to the damage. This delivery system had been fully advanced and the actuator is jammed at the distal tip of the needle. It will no longer cycle or retract. The IFU states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. This condition indicates difficulty with reaching the desired surgical location. No root cause related to the manufacture of the device can be confirmed. Device returned for evaluation device evaluated by the manufacturer evaluation codes updated.

Event description:
It was reported that the surgery was started; the need to implant the product was identified, t1 one was passed, working properly. T2 was passed, which was placed and activated but this was blocked and the handle did not raise, making it difficult, when the second point was passed, after trying several times, the doctor decided to give the point for lost, and he removed the fast fix and the fragments. No patient injury reported.